Manufacturer narrative:
H10. Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 8043484-2020-02301. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.

Event description:
It was reported that the renasys touch device cannot operate on ac or battery power and cannot recharge the battery. No case involved because the problem was found during service and repair.